Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump lauder during the rewind . The customer also reported that battery life was diminished. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with no (act and esc) button response due to flattened button dome switch. Unable to verify drive or motor anomaly, unexpected battery power loss, rewind anomaly and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime or a33 test, rewind test and excessive no delivery test due to no button response. (B)(4).